Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the impella 5.5 implantation the pump was backloaded over the wire and advanced through the introducer. The device was successfully guided into the left ventrical at which point the patient went into ventricular fibrillation. The patient was defibrillated multiple times, the wire was removed, and support initiated and slowly increased to p9. On the second day of support the impella was repositioned as it was a little shallow. On the sixth day of support the patient had three episodes of ventricular tachycardia and was shocked three times. The patient was given lidocaine and survived to surgery.